Event description:
It was reported that the patient experienced peri-implantitis at implant tooth site #25. Implant failed the ist; therefore, the implant was removed.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Zimmer biomet complaint number (B)(4). The following sections are being reported: b3: date of event was added. B4: date of this report was updated. B5: describe event or problem was corrected. D1. Brand name was corrected. D5: operator of device was corrected. G2: report source was added. G4: PMA/510(k) number was added. G6: type of report was updated. H2: type of follow up was updated. H6: event problem codes were added. H6: evaluation codes were added. H10: narrative/data was updated.

Manufacturer narrative:
A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Peri-implantitis reported. Implant failed the ist. Implant was placed (B)(6) 2022..